Event description:
On december 17, 1999, npb was informed that oc-3 pulse oxymeter cables were breaking at the gray connector that attaches the oxicliq sensor to a hewlett packard oxymeter. Reportedly, the hewlett packard monitor "went blank and didn't alarm". According to caller, no pt harm reported.